Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant would not take a charge since his MRI appointment. The patient wanted to meet with a manufacturer representative regarding a restart of the implant. The indication for use was non-malignant pain. No patient symptoms reported.